Event description:
End user alleges while transferring into the power wheelchair, with the foot plate in the down position, he fell to the ground and injured his back. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported transferring into the motorized wheelchair with the foot plate in the down position when the alleged incident occurred. The owner's manual warns, "be sure to secure foot plate in the upright position and place both beet firmly on the ground when getting into or out of the seat".